Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery after a percutaneous transluminal angioplasty interventional procedure using a 7f sheath. Reportedly, the suture was not present when the plunger was removed on the first proglide device. The device was replaced with a new proglide, however, during knot advance the suture broke. Manual compression was applied achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.